Manufacturer narrative:
The events of "capsular contracture and siliconomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and siliconomas

Event description:
Healthcare professional reported "contracture" (baker grade unknown) and that the implant device was found intact during explant surgery. Healthcare professional additionally reported "axilla siliconomas"